Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a bent backup battery pin and a backup battery fault alarm and use increase, despite one cable remaining connected to power, were confirmed. The exchanged backup battery was disposed; however, the customer provided an image of the damaged backup battery, and the pin that is responsible for the battery¿s connection to the system controller¿s white power cable was observed to be bent. The provided log file contained data spanning approximately 3 hours (B)(6) 2023, 5:49 ¿ 8:52 per timestamp). The pump maintained speeds above the low-speed limit while connected to the driveline. A backup battery fault alarm was observed on (B)(6) 2023 at 5:59. The patient¿s backup battery use count was also observed to increase by 1 use at this time despite the patient still being connected to power, and the alarm occurred while the patient was changing power sources while routinely disconnecting the black power cable. This alarm would have occurred due to the confirmed backup battery pin damage, as the battery would be unable to properly communicate with the white power cable, resulting in an alarm when the black cable was disconnected. The alarm resolved within a few seconds of activation when the black power cable was reconnected to external power. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis and remains in use. The root cause of the observed backup battery fault alarm and use increase in the log file was determined to be caused by the bent pin within the backup battery. However, the root cause of the damage to the backup battery was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) instructs users to not use backup batteries that appear damaged. This section also describes the backup battery installation process. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 IFU and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a use of the backup battery was recorded despite the controller being connected external power. Inspection revealed a bent pin in the battery connector. The backup battery was replaced. Log file analysis found backup battery fault alarms and confirmed the ebb was briefly in use despite having the controller cables connected to external power. The alarms appear to resolve following the reported battery replacement.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient's battery had a bent pin and as a result they experienced a backup battery fault. The battery was exchanged.